Event description:
It was reported that during use of implantable cardiac monitor (icm) beats undetected was noted. The icm remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the (B)(6) study.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported extrasystoles episodes occurred. The icm remains in use.

Event description:
It was further reported noise on the episode log was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.